Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most probable cause of lens tearing during injection is user or technical error. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) but noticed the lens was torn, the edge of the footplate was not seen when the lens unfolded in the anterior chamber. The lens was removed with no patient injury. Another same model lens was implanted.